Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and low blood glucose. Blood glucose level at the time of the incident was 27 mg/dl which was treated with glucose tablet and food. Customer reported that their insulin pump was giving high and low blood glucose numbers. Customer was alleging insulin pump for over delivery of insulin. Customer also reported that the insulin pump had a damaged retainer ring. Customer was using insulin pump within 48 hours of low blood glucose incident. Auto mode feature was inactive at the time of incident. The insulin pump will not be returned for analysis.